Manufacturer narrative:
Although the handpiece was not received for evaluation, a review of a photo provided was performed. The photo shows two glass-like slides that have two white particles between them. The slides are taped together at the bottom and top of the slides with what looks like a type of masking tape or medical tape. Handwritten on the tape:(B)(6) 2023 and handpiece. 6441 lot # 00179. The two particles are encircled with what looks like a black marker. The two particles are white and semi-translucent color. The texture, size and material make-up of the particles cannot be determined by viewing the photo alone. The pack part number and lot number used with this handpiece was not noted in the complaint file. Therefore, the needle wrench style that was used in conjunction with this handpiece is unknown. A review of the bl3170 specification sheets indicate that there are no white colored components used in the manufacturing of the handpiece that would be in the irrigation flow pathway. The source and origin of particles in photo cannot be determined, unable to determine the root cause.

Event description:
Additional information: the particle was retrieved from the "patient's" eye using forceps.

Manufacturer narrative:
The handpiece will not be returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported a tiny white substance/particle inside the irrigation sleeve while surgery was ongoing. There was no patient impact or medical treatment required.

Manufacturer narrative:
Only the particle will be returned. The device history was reviewed and found to meet manufacturing specifications. This investigation is ongoing.